Manufacturer narrative:
Investigation revealed that there was no system malfunction. The investigation of the case logs revealed the system was left in service mode when performing accuracy by the field service team. The intra-operative registration fixture (ict) type was still set to disk instead of sphere. This would explain why the ict could not be seen in this case. The user was presented with a warning for a tracker conflict. This warning will state: "incompatible instrument loaded. Incompatible instrument geometry identified for navigated instruments. Contact globus medical service.", this is expected behavior of the system when the ict type is set to disk instead of sphere. The issue was corrected by the user with assistance from the fse team. The observed overall risk level would be low. This matches the anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a verification issue.